Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-95758.

Event description:
Customer reported the sensor was giving inaccurate readings causing the insulin pump to alarm threshold suspend. Sensor reading was 44 mg/dl and blood glucose was 148 mg/dl. Sensor has been in place for two days inserted in a 45 degree angle left side from the navel. Customer stated the sensor cannula was bent. Troubleshooting was performed for sensor alarms. Customer was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. The cannula was also found bent. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used.